Manufacturer narrative:
The handpiece has not yet been received at the MFR for testing. The client is unsure where the item is. The serial number is unk. It was requested that the handpiece be returned for a full review as soon as it is located. An eval will be conducted upon receipt of the device, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that very small metal fragments came out of the handpiece while releasing attachments from the device. Another device was used to successfully complete the procedure. There are no reports of any metal shavings entering the pt or sterile field. There were no adverse consequences reported as a result of this event.